Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports the device has a speaker malfunction error and has intermittent sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
After further investigation, this report was deemed a duplicate, please refer to MFR# 1218950-2022-00413.